Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer stated that while changing the insulin vile found insulin denture. Troubleshooting was performed. Assisted the customer to run the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. The time, date, and bolus wizard were correct. The customer ran a manual prime test and the insulin did exit. The caller mentioned that he had pain on his teeth, which may have caused his glucose level to rise. No further information was provided.